Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the 0 degree endoscope and completed the device evaluation. The endoscope was received with the mechanical damage to distal window assembly hermetic seal resulting in fluid invasion and subsequent major damage to the optical components. Fragments of the adhesive of the distal window are missing. A review of the site's complaint history found that there were no other complaints for this product or this event. No image or video of the procedure was provided for review. Verification of the event details cannot be performed via system logs because system logs do not exist for da vinci si endoscopes. This complaint is being reported based on the following: failure analysis acknowledges that a fragment was missing from a portion of the device that enters the patient. Based on the information provided, there was no report from the customer that a fragment from the instrument fell into the patient during the procedure. While there was no report of patient involvement, the reported failure mode could likely cause or contribute to an adverse event if the fragment(s) did fall into the patient.

Event description:
The endoscope was returned with no reported complaint. There was no report of patient involvement.